Manufacturer narrative:
The arjo representative inspected the device. No issue with the side rails locking mechanism was found, they locked in the raised position. However, the technician observed that the screws that are responsible for locking the side rail extension frame in the not extended position (¿in¿ position) were loose. Thus the side rail extension frames could extend. The screws were tightened and the system worked as intended. From the above it seems probable that the side rail extension frame extended when the patient pushed the side rail panel out from inside of the bed e.g. To make additional place on the bed. As a result, a gap between the mattress and the side rail was created and the patient fell. However, as the customer did not provide further information on the event circumstances, the scenario of the patient's fall remains unclear. It is unknown whether the revealed failure of the bed contributed to the patient's fall. Thus, the exact root cause of the event is not possible to be identified. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes below information: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, according to the IFU, the operation of the side rails should be checked daily and width extensions weekly. If the malfunction is identified, arjo or approved service agent should be contacted. The bed frame malfunctioned and the patient fell out of the bed. Thus, the arjo device did not meet it's specification. The bed was in use by the patient at the time of the event. The complaint was assessed as reportable due to the allegation about the patient's fall.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail was not locking in the raised position. Due to that the patient fell off the bed. The patient sustained minor injury, the abrasion on the right wrist.